Event description:
It was reported that during a coronary procedure in an unspecified vessel, the 3.5 x 8 mm trek balloon dilatation catheter (bdc) ruptured during inflation at 12 atmospheres (atm). Blood was also noted in the indeflator. No adverse patient effects were reported. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The balloon rupture was confirmed. Based on visual, functional, and scanning electron microscopy (sem) imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.